Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to complete functional test due to compromised force sensor system alarm. The insulin pump was received with cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The insulin pump will be returned. The customer's blood glucose was unknown at the time of call.